Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service at the third-party bench repair service, an emergent issue of the device giving a "capno disabled" error occurred. As the device was removed from service at the time of the event, there was no patient involvement.